Manufacturer narrative:
The patient identifier and weight were not provided. Sorin group (B)(4) received a report that the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump stopped and displayed an error message during a procedure. Power cycling did not resolve the issue so the control panel was replaced and the procedure was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump stopped and displayed an error message during a procedure. Power cycling did not resolve the issue so the control panel was replaced and the procedure was completed without further issues. There was no report of patient injury.